Event description:
It was reported that a user new to the ilet experienced a low blood glucose event while sleeping, noted a glucose value of 40 mg/dl, received device low and urgent low alerts, and self-treated with oral carbohydrates, with the low lasting approximately 25 minutes. Symptoms included no reported loss of consciousness or other acute effects. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.